Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button release could not be confirmed. The needle release button was returned in the unlock position. The unlock position could contribute to the needle button to retract, the needle release button is designed to be pressed in the 2-stage motions (downward and in towards the base) to lock out the needle mechanism function. The needle mechanism was tested and passed successfully with no issue observed. The device appears to have functioned as expected.

Event description:
Spouse stated the needle button was inadvertently released (needle in up position) after 2 hours of wear.